Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen, bilateral on (B)(6) 2019 using a cooladvantage, coolcore contour, to the flanks (love handles) on (B)(6) 2019 using a coolcurve+ advantage and to the upper abdomen on (B)(6) 2019 using a cooladvantage+, coolcore contour who developed paradoxical hyperplasia (pah/ph) to the upper and lower abdomen diagnosed on (B)(6) 2020. Tissue was described as very firm, with visible enlargement, with some demarcation and bulging, in the entire abdomen, especially in upper abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen, bilateral on (B)(6) 2019 using a cooladvantage, coolcore contour, to the flanks (love handles) on (B)(6) 2019 using a coolcurve+ advantage and to the upper abdomen on (B)(6) 2019 using a cooladvantage+, coolcore contour who developed paradoxical hyperplasia (pah/ph) to the upper and lower abdomen diagnosed on (B)(6) 2020. Tissue was described as very firm, with visible enlargement, with some demarcation and bulging, in the entire abdomen, especially in upper abdomen.